Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located below the knee that was moderately tortuous and severely calcified. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. A different device was used to complete the procedure. No complications reported, and patient status was good.